Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Custom pak and the components inside of the paks are single-use items provided to the customer in a sterile manner. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This report represent the third patient of three from this facility. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that a patient experienced toxic anterior segment syndrome (tass) following a cataract extraction procedure. The patient presented post-operatively with no signs of symptoms. Upon examination of the patient, the surgeon noted 4+ aqueous cell and 2+ aqueous fibrin. The patient was prescribed with post-operative antibiotic and steroid eye drops. No cultures were performed. The patient's symptoms have been resolving without any additional treatment. This is the third of four reports for this event.